Event description:
The customer reported that the system failed to display fluoroscopic exposures upon start up and exhibited a loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and lemo connector were evaluated and replaced. Workstation boards and connectors were also reseated during the service call. The system was tested and found to be working as intended and returned to service.